Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred within the past year.